Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The phenomenon was not reproduced during physical evaluation, it is considered that there was no abnormality in the device itself. Since the phenomenon occurred in the user facility, it is likely that the power supply voltage used fluctuated, and the phenomenon in which the voltage became smaller than the specified voltage of the processor occurred many times, and then the display of the error code was repeated. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject unit was returned (oci) for service. The evaluation inspected and tested the device; the b40 error was not confirmed as the device functioned appropriately. A software version upgrade was recommended and the external housing had cosmetic wear. After firmware upgraded to the latest version 3.10, multiple inspections performed and no fault found, error b40 could not be duplicated. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed, during an unspecified procedure the visera elite video system unit displayed error code, b40. No patient injury or harm was reported.